Event description:
The customer reported that the 9600 system had a burning smell and an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The driver board was calibrated during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.